Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information via a remote monitoring system, of high out of range shock impedance measurements on the right ventricular (rv) lead . No adverse patient effects reported and to date, no system changes initiated. Subsequent follow-up confirmed normal shock impedance values and no intervention required. The lead-device connection was confirmed appropriate with normal scheduled follow-ups and no resulting adverse patient effects. Approximately one year later, another high out of range shock impedance value was exhibited. The physician was contacted, reporting that only patient monitoring would ensue. A recent clinical follow-up showed a continuation of the high out of range shock impedance measurements. The field representative confirmed all lead parameters have been within normal ranges and an x-ray taken to rule out any lead integrity anomalies. X-ray image was negative for any lead damage: the physician elected to continue with normal patient follow-up (in six months). No resulting adverse patient effects and no changes to the implanted system.